Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a broken or detached sensor wire was reported. The sensor was inserted into the abdomen on (B)(6) 2023. No product was provided for evaluation. Data was returned but will not confirm the issue or determine a probable cause. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.